Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra meter read inaccurately compared to his feelings and or normal results. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient stated the alleged inaccuracy started the morning of (B)(6) 2014 when he obtained a blood glucose result of ¿135 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (humalin n, 10 units) and continued with his usual dose of insulin in response to the alleged inaccurate result(s). The patient reported, 30 minutes after the alleged issue occurred, he developed symptoms of ¿sweating, weak in the legs¿. The patient denied receiving any medical treatment. He stated he just sat down and began to feel better about 30 minutes, afterwards. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.